Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported watchdog failure, code 100b. Unit was being used on a patient at the time the reported issue occurred however, there was no patient harm.

Manufacturer narrative:
Date of report: 09/05/2018. Date received by manufacturer: 06/20/2018. The printed circuit board (pcb) motor controller (mc) was returned to failure investigator (fi) lab for evaluation. Visual inspection of the circuit board revealed no evidence of damage or contamination. The motor controller board was installed in an fi test ventilator. The ventilator did not start up and deliver breaths without errors occurring. The ventilator alarmed and did not start up. A burnt smell was coming from the mc board. The root cause for the reported issue was due to a shorted capacitor on the mc board. This resulted in the ventilator not starting up. Removing the shorted capacitor resolved the problem.